Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 12/13/2013 to 8/29/2020 and confirmed that this device was not previously returned for servicing and there were production failures (B)(4) for out of specification and program error which does not correlate to the customer reported issue.

Event description:
The customer reported error code 100.6130.